Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were broken safety clamps found during device education. The modules were removed from training and sent to biomed for investigation. The customer indicated that they sequestered a pcu and 2 large volume pump modules with a broken safety clamp and that one module alarmed with no explanation of alarm type, did not provide scrolling infusion information across the display marquee, did not change color to indicate an alarm, and did not display an alarm message on the pcu screen. There was no patient involvement or harm.